Event description:
Elderly male with history of coronary artery disease, hypertension and diabetes. To emergency dept with new onset chest pain and for diagnostic heart cath. When the merit medical prelude ideal 6f hydrophilic sheath was removed from the packaging, the tip was bent. Device not used on the patient; another device was used.